Event description:
The device was difficult to retract. Used some saline to assist, but it did not improve retraction. Forced retraction of the device. When device was removed, the trocar had been split with the forced retraction. No complications to the pt.